Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial flutter as an atrial fibrillation (af) episode. It was further reported that the implantable cardiac monitor (icm) was undersensing. The icm remains in use. No patient complications have been reported as a result of this event.